Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false negative alinity I total b-hcg for one patient. The following results were provided: on (B)(6) 2024, sid (B)(6), initial b-hcg result (analyzer (B)(6) <2.30 miu/ml; repeat result= 223 miu/ml; repeat results (analyzer (B)(6)= 1504.78 and 1570 miu/ml; repeat results (analyzer (B)(6)= 1450, 1535, and 1526 miu/ml. Historical result from two days earlier at another hospital= 800 miu/ml . There was no impact to patient management reported.

Event description:
The customer observed a false negative alinity I total b-hcg for one patient. The following results were provided: (B)(6) 2024, sid (B)(6), initial b-hcg result (analyzer ai26844) <2.30 miu/ml; repeat result= 223 miu/ml; repeat results (analyzer ai20305)= 1504.78 and 1570 miu/ml; repeat results (analyzer ai26844)= 1450, 1535, and 1526 miu/ml. Historical result from two days earlier at another hospital= 800 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in-house testing, and labeling review. Return testing was not completed as returns were not yet available. Data and information provided by the customer were reviewed and support the complaint issue. The search for similar complaints did not identify any increase in complaint activity for the issue of false negative results. The ticket trending review did not identify any trend regarding commonalities for lot number 63160ud00 and issue. A device history record review did not identify any nonconformances, potential nonconformances or deviations associated with lot number 63160ud00 and complaint issue. In house accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Labelling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I total b-hcg reagent, lot 63160ud00 was identified.